Event description:
The customer reported that the pt monitor fell which resulted in pt injury.

Manufacturer narrative:
(B)(4): the customer reported that the pt monitor fell which resulted in pt injury. Further investigation is ongoing as to the root cause of the monitor fall. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.